Manufacturer narrative:
The insulin pump had minor scratches on the reservoir lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone, the reservoir tube lip had a piece had broken off and he is having trouble keeping the reservoir inside the insulin pump. Customer's blood glucose was unknown. Crack in the reservoir compartment and customer was unaware how it occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.